Event description:
A nurse reported that during lasik surgery, the device lost suction in the area where the ring was placed. The flap was completed successfully with no harm to the pt. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).